Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had been emitting 16 tones every morning for the past week. This information was received from the patient's daughter. The patient is currently in a different country. Technical services (ts) discussed having the device interrogated by a physician.